Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer was treated with pen. Customer experienced symptoms such as nausea, thirst. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege insulin pump was under delivering. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.